Event description:
Litigation papers allege: on or about (B)(6) 2006, pt was implanted with a depuy asr hip on his right side. On or about (B)(6) 2008, pt was implanted with a depuy asr hip on his left side. The acetabular cups eventually detached, disconnected, created metallic debris, and/or loosened from pt's acetabulums, causing severe pain and inhibiting pt's ability to walk, as well as causing elevated blood levels of chromium and cobalt. Pt was scheduled to undergo revision surgeries of the right and left hips on or about (B)(6) 2011. Update: (B)(6) 2011 - the revision surgery was reported. The pt was revised to address bilateral hip pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.